Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 700cc mentor smooth round moderate plus profile saline breast prosthesis on the right side, suffered right breast implant deflation, post-operatively. The patient began suspecting deflation in (B)(6) of 2019. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (right) 750cc mentor smooth round moderate plus profile saline catalog: 3502750 lot: 9413902 sn: (B)(4) and (left) 650cc mentor smooth round moderate plus profile saline catalog: 3502650 lot: 9434009 sn: (B)(4).

Manufacturer narrative:
On june 22, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this 6613963 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).